Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm. On (B)(6) 2025, an infection was reported by the healthcare provider (hcp). The date of sensor insertion was not specified. Prior to this event, the patient experienced multiple sensor failures. The hcp noted: "one of the sensors she noticed did not seem to have the thread/sensor attached when it came out. She has a pretty significant demarcated red area under her arm that has a maybe marble-sized hard spot. I planned to do antibiotics." The hcp was also considering a diagnostic ultrasound at the time of reporting; however, imaging had not yet occurred. Two photos of the affected arm were provided. No puncture site or outline of a previous sensor pod was visible in the images. The photos showed extensive redness and inflammation on the inner aspect of the posterior upper arm (triceps region), covering approximately one-third of the upper arm, with no visible drainage. The images confirmed the presence of an infection. Additional details were requested from both the hcp and the patient, but no further information was provided. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e1722 subcutaneous nodule/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.